Event description:
A malfunction code was displayed on the customer's pump, identified as malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer continued using the pump and understood to contact support if the issue appeared again.